Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient reported that her vns was not working really well. The patient has been having increased seizures, and the seizures were causing her to bite and split her tongue. Since the patient keeps biting and splitting her tongue, she cannot eat, and has lost 18 lbs. She expressed distress due to the fact she needed restoration of her tongue. She says that she typically has seizures when falling asleep. The patient states that she cannot anticipate her seizures as she does not have "signs" or ways of knowing that one may come on. The patient reports that her magnet works during the day. The patient also reports that when she goes to sleep she feels a tingling sensation in her left arm from her chest, where the vns was. At her appointment with her neurologist, she had her settings increased but the neurologist informed her that he could not set them too high. He also increased one of her medications. The patient expressed that she might get dentures to help with her tongue biting when eating. The patient stated that she wanted to be "normal" and did not want to get suicidal. No additional information has been received to date.